Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry communication and output. Analysis performed did not identify any functional issues. A longevity assessment found the device was operating at the end-of-service (eos) voltage level, consistent with normal usage in high output settings. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis detected an anomaly between the epoxy header and titanium case during a visual inspection of the header attachment area. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, premature battery depletion was noted on the device. Technical support reviewed the device session records and confirmed the battery may have depleted faster than expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.